Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent total vaginal hysterectomy and anterior and posterior vaginal repair to treat 3rd degree uterine prolapse, large cystocele, rectocele and urinary incontinence. Post implantation the patient experienced pain, erosion, extrusion and bleeding. On (B)(6) 2009 the patient underwent excision of exposed vaginal mesh due to pain and discomfort. On (B)(6) 2010 the patient underwent a spinal cord stimulator placed in posterior spine. On (B)(6) 2010 the patient underwent placement of dorsal column stimulator via laminectomy with placement of battery in left buttock using a boston scientific precison system. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scarring, infection, and vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08047. The same patient is represented in each medwatch.